Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's reason for calling so to know how to change programs on their patient programmer (pp) because they haven't noticed symptom control for about three months. The patient added that no one educated them on how to use their equipment. During the call, the patient had access to their pp so they synched to their ins which showed stimulation was off; they were at 2.0v on program 1. Stimulation was then turned on and it was reviewed that therapy needs to be on for it to be effective. When asked, the patient didn't know how the ins got turned off as a result of what was reported, the patient will try program 1, monitor their symptoms, and change programs if medically necessary. During the call, button use and icon meaning was reviewed with the patient as well as how to change programs. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient didn't know the circumstances that led to stimulation being off. They also said the stimulation issue has not been resolved and then noted it is still not working right. No further patient complications have been reported as a result of this event.